Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged seeing black particles in device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sinus infection, coughing, sore chest. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed dust-like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the air inlet of the blower box, the rear panel, the bottom enclosure, the blower motor, the blower outlet seal, the blower isolators, and the blower box. Unknown brown residue on the top enclosure, the rear panel, the bottom enclosure, and the ui panel. The therapy button on the keypad was cracked. Small hair-like fibers in the air inlet, on the top enclosure near sd card slot, on the rear panel, and on the bottom enclosure. Spots of unknown yellowish residue and a small hair-like fiber on the top enclosure. Unknown black contaminant, inconsistent with degraded sound abatement foam, on the ui panel. Potential dried liquid spots or mineral deposits in the blower box, on the blower motor, and on the blower outlet seal, indicating potential liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints.